Event description:
When blood collection was done, blood leaked because of glass breakage at lip of tube. The blood exposed a nurse's finger where she had a cut, unrelated. The sources blood was known to be hepatitis c virus positive. She disinected her finger immediately and hepatitis c virus testing was negative.